Manufacturer narrative:
The pump passed the displacement test and active test. Pump failed screen test of the self test due to pump error 75 alarm. Pump failed the sleep current test due to moisture damage. All buttons function properly. Pump was cut open to perform visual inspection and found a corroded home switch, a burned j6 connector on the pcba 1, and moisture damage on pcba 1, pcba 2, motor, force sensor, and the keypad flex tail. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the unloaded voltage (vlith), loaded voltage (vlith) and the unloaded vaa voltage had a significant voltage drop by the end of the graph past the date (B)(6) 2023. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2023 at 12:25:07.00. Pump error 4 was found in the history file on (B)(6) 2023 at 13:54:33.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 63 variable 12 was confirmed in the history files on 13:54:35.0 due to an arm watchdog failure error. Pump error 53 ((B)(6)) was confirmed in the history files on (B)(6) 2023 at 17:32:23.00 due to pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube). Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Pump error 75 alarm and unexpected battery power loss were confirmed during testing due to moisture damage on the pcba 1 and pcba 2 and a burned j6 connector on the pcba 1. Pump error 53 was confirmed in the history file due to a software error. Pump error 4 and pump error 63 variable 12 were confirmed in the history file due to hardware error anomalies. Pump failed the self test and the sleep current test due to moisture damage on the pcba 1 and pcba 2 and a burned connector on the j6 connector on the pcba 1. Pump exposed to moisture confirmed on pcba 1, pcba 2, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported a stuck button and the pump was exposed to moisture. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.